Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that the patient has expired after an implant duration of approximately zero days, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 06/07/2010 and 06/11/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review is currently in process.

Event description:
The facility representative contacted baxter on 28 june 2010 to report that an ipump had 131 attempts infusing in one hour and gave two injections to a patient. Per the patient, the facility only pushed the button once. The facility verified the device is attempting to infuse on it's own. The event occurred during patient therapy. Therapy was interrupted for ten hours. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.